Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. No information was found on the system from this customer & facility regarding to liberty cycler set product been delivered. The lot number is unknown, therefore, the number of complaints to trigger a nonconformance report could not be determined. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported a patient had an infection. Upon follow-up, the patient¿s clinic reported that the patient was an in-center hemodialysis (hd) patient that had since expired. The clinic did not have any information related to the reported infection. It is unknown what type of infection the patient was referring to in the statement. It is unknown if the patient was utilizing fresenius product at the time of the infection. There is no allegation of a fresenius device malfunction or deficiency associated with the reported infection. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
It was reported a patient had an infection. Upon follow-up, the patient¿s clinic reported that the patient was an in-center hemodialysis (hd) patient that had since expired. The clinic did not have any information related to the reported infection. It is unknown what type of infection the patient was referring to in the statement. It is unknown if the patient was utilizing fresenius product at the time of the infection. There is no allegation of a fresenius device malfunction or deficiency associated with the reported infection. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Additional information: b5, g1, g2, h10 clinical statement: there is no allegation of a fresenius device malfunction or deficiency associated with the reported infection. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient had an infection. Upon follow-up, the patient¿s clinic reported that the patient was an in-center hemodialysis (hd) patient that had since expired. The clinic did not have any information related to the reported infection. It is unknown what type of infection the patient was referring to in the statement. It is unknown if the patient was utilizing fresenius product at the time of the infection. There is no allegation of a fresenius device malfunction or deficiency associated with the reported infection. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient had an infection. There is no further information available.